Event description:
N/a.

Manufacturer narrative:
Certas valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: what are the symptoms of the patient leading the need to emergency helicopter transport to the center? "A reduction in vigilance". How did the medical staff of the center handle this issue ? Did they reprogram the valve or remove it? "Reprogram". How is the patient after the dysfunction? "She is fine after reprogram of the valve". What is the date of dysfunction? "(B)(6) 2023". What is the date of MRI? "(B)(6) 2023". What is the date of initial implantation of the valve? "(B)(6) 2020". Is the patient an elderly person, an adult, a child or a baby? "25 years old". In case the valve was removed, is the device available to be returned to integra for investigation? "No removal of the valve, only a reprogramming".

Event description:
A facility reported a patient had a MRI of the lumbar spine during which the valve changed to pressure level 8 and the patient had to be rushed to site by emergency helicopter transport. No additional information provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.